Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system sample syringe was leaking from around the silver band where the syringe attaches to the shear valve. Customer reported that the volume of the leak was 2 milliliters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the t-valve.

Manufacturer narrative:
(B)(4).